Event description:
It was reported that bd phaseal secondary set (c62) was clogged. The following information was provided by the initial reporter: "c62 obstructed flow during priming of the c62 with saline, the saline did not flow freely, and suspected to have blockage. Only when applying excessive pressure to saline bottle the saline flowed, but at a very slow rate."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-08. H.6. Investigation summary one sample was provided to our quality team for investigation. The final product for lot ta11664 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample that was received, the tubing was observed to be kinked where the clamp is placed. Functional evaluations were conducted, priming the set with saline, no issues were identified and no flow obstruction occurred despite the kink that was observed. A device history review was performed and found no non-conformance's associated with this issue during the production of lot ta11664. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction, product was manufactured according to specifications. Based on our investigation, given that we did not observe any flow issues with the sample that was evaluated, we cannot identify a root cause related to flow issue at this time. It was determined personnel is considered to be the root cause of the kink that was identified in the tubing. The operator likely activated the clamp for leakage testing and did not properly deactivate the clamp once complete. Manufacturing personnel have been notified and a project was initiated to further address the kinked tubing, the reported lot manufactured prior to these implementations. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal secondary set (c62) was clogged. The following information was provided by the initial reporter: "c62 obstructed flow. During priming of the c62 with saline, the saline did not flow freely, and suspected to have blockage. Only when applyting excessive pressure to saline bottle the saline flowed, but at a very slow rate."